Event description:
On (B)(6) 2013, the physician reported that the handheld was not responding really well to taps. A hard reset was performed, and then the screen became stuck on the screen that gives the choices "set time" or "continue". It was noted that none of these choices were responding to his taps. When he did the reset, the screen just went out and came to this screen. During the reboot, the screens asking to copy and paste the appointment and the alignment screen did not appear. The manufacturer's representative got to the alignment screen and tapped on the crosshair that moved around on the screen. He said he tapped more than 10 times and didn't progress. Confirmed that he was using a stylus and tapping in the middle of the crosshairs. It would not progress even after so many taps. The crosshair just went around and around the screen. Another hard reset was performed with the same results. Verified that the handheld was plugged in all the time, on a desk in a dry, cool area. There are no signs of damage to the handheld or screen and it is not dirty. The physician did not know when the issue first started. The handheld and flashcard were returned to the manufacturer and product analysis was performed. The back-up battery was removed. The back-up battery voltage with no load measured 486mv (nominal (B)(4)). This is an indication that the back-up battery has been depleted. The handheld device was powered using the returned ac power supply adapter with no observed anomalies. An attempt was made to perform the initial setup process, but it was unable to advance past the screen alignment utility. The crosshair would move in response to the screen taps, but the handheld software would not advance to the next setup utility. The handheld case was opened and it was identified that there was debris trapped between the display and handheld case. The debris was removed and the display cleaned. The handheld device was powered using the returned ac power supply adapter with no observed anomalies. The initial setup process was performed with no observed anomalies. The back-up battery indicator read 0% which is expected because the back-up battery will discharge if the unit is not supported by an external power source. Vns v8.1 software was installed with no observed anomalies. Interrogation and diagnostic tests were performed successfully with no observed anomalies using the v8.1 software and a 103 generator. The handheld¿s main battery was fully recharged successfully using the power supply adapter. The power button light on the hhd was amber and then later turned green giving the indication that the main battery was fully charged. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 102 generator. The handheld was powered-on continuously using only the main battery for more than an hour. The handheld computer was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0 ma, and then the battery was interrogated to verify new settings. The main battery had a remaining charge of 75% at the conclusion of testing. An analysis was performed on the returned handheld and a cause for the reported allegation was verified. During the analysis it was identified that the handheld could not complete the screen alignment utility during the initial setup process. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The flashcard was returned with the allegation of no malfunction suspected/identified. No anomalies were identified via external inspection. V8.1 software was installed and verified on the main screen with no anomalies. Interrogation and diagnostic tests were performed with no anomalies on a 103 generator. No anomalies were observed when diagnostic, parameter, and magnet history databases were viewed. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5 ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0 ma, and then the battery was interrogated to verify new settings. Analysis performed on the returned flashcard determined that the allegation of no malfunction suspected/identified was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.